Event description:
Unicompartmental knee arthroplasty performed in 2001. Pt reported to have persistent pain and swelling, which lead to revision total knee arthroplasty in 2002. Tibial component was found to be loose intra-operatively.